Event description:
We received an allegation about discrepant results for 1 patient sample tested with the ionized calcium assay on a cobas b 221 <4> system. The initial result was 1.52 mmol/l. The repeat results were 1.14 mmol/l when tested on another gasometer and a cobas c311 analyzer.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The data was requested for the investigation, but was not provided. It was noted that the customer had the controls in the ion-selective electrode (ise) module began to fail with an increasing trend a few days prior to the event, but the customer ignored the failed qc results and continued to perform the sample measurements. The product labeling states: "failure to follow qc protocols or ignoring qc results may lead to incorrect patient results, which may endanger patient lives. Follow quality control practices according to local regulations. Do not to use heparinized sample containers for qc measurements. Use an ampoule adapter to carry out the manual qc measurement. Perform a minimum of 2 qc measurements each day. In addition, alternate through the 3 levels of available qc materials over the course of 3 days. For example: day 1: level 1 and 2. Day 2: level 3 and 1. Day 3: level 2 and 3. Perform qc tests on 3 levels after each of these actions: replacement of mss cassette, electrode, fluid pack, or rinse solution startup of the system after performing proficiency testing if qc results do not match their expected results, perform the qc measurements again. If qc results still do not to match their expected results, refer to the qc troubleshooting section: qc troubleshooting if the error persists, contact your roche service representative. - do not use the system for diagnostic purposes until qc results match their expected results." It¿s strongly recommended that the customer perform the qc tests and evaluate the qc results according to the instructions in the product labeling. The product labeling emphasizes that the proper installation and timely replacement of electrodes are crucial. The product labeling states: "installing or using expired electrodes may lead to incorrect results data collected using expired electrodes are not reliable. This may lead to incorrect results, which may endanger patient lives. Do not install electrodes after the "install before" date. Do not use electrodes that have exceeded their expiry dates. Do not use electrodes after their maximum in-use time. For the maximum in-use time of all electrodes, see electrodes and mss cassettes immediately after installing a new electrode, set up an alert in the maintenance scheduler to replace it after it has expired." After the event, the electrode replacement and the instrument maintenance were confirmed. Thorough checks were run on the instrument, and the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.